Event description:
It was reported that the ventilator generated two technical error codes, one indicating disabled valves and the other a communication failure between monitoring and breathing subsystems during start-up. (B)(4).

Manufacturer narrative:
(B)(4).